Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the rate/ sense channel, oversensing, pacing inhibition without asystole, high pacing threshold measurements, and shock impedance measurements of greater than 125 ohms. An attempt was made to revise the lead; however, no venous access could be obtained. Therefore, the procedure was rescheduled and during the revision, the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, oversensing, pacing inhibition without asystole, high pacing threshold measurements, and shock impedance measurements of greater than 125 ohms. An attempt was made to revise the lead; however, no venous access could be obtained. Therefore, the procedure was rescheduled and during the revision, the lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received reported that the patient also received inappropriate shocks due to the oversensing on this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.